Event description:
It was reported that pump screen was dark and would not turn on, and caller later described extreme difficulty pressing button and needing multiple presses to turn on screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed to confirm pump was not connected to power and to firmly press button at pump center, which restored display, and customer chose to continue using current in-warranty pump until replacement arrived; technical support confirmed shipping address, instructed customer to place pump into storage mode before returning it with prepaid label within 10 days, and advised customer to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.